Event description:
A customer reported receiving a sys message during setup. The sys was rebooted, but was unable to clear the sys message. Subsequently, this case and the case scheduled to follow were canceled. The pt was in the room, but had not yet been prepped, no anesthesia had been administered, and no drops had been given. There was no pt impact reported.

Manufacturer narrative:
A company svc rep examined the sys and was able to duplicate the reported sys message. The 57 psi regulator was replaced. The sys was then tested and met all product specifications. (B)(4).